Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, though the specific level was not provided. The customer was instructed to troubleshoot the device and was eventually advised by technical support to replace the pump. A new pump was to be shipped as the faulty one was under warranty. The customer agreed to use multiple daily injections as backup therapy and to return the defective pump using a pre-paid label.